Manufacturer narrative:
On 8/1/2016: during troubleshooting with tandem technical support, cts confirmed from the pump data that the pump alarm activated due to there was no interaction with the pump after 18 hours. Customer acknowledged. The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm and had the auto off set at 18 hours. The customer's blood glucose (bg) level was 500 mg/dl and a manual injection was administered to manage bg level. During follow up with tandem technical support, pump data confirmed that the alarm activated at set time and customer acknowledged.